Event description:
The reporter states that she obtained a blood glucose result of 35 mg/dl on the accu-chek compact plus meter. The compact plus meter memory reportedly recorded the blood glucose result as 85 mg/dl. The reporter also obtained a blood glucose result of 172mg/dl on the accu-chek compact plus meter and the meter memory reportedly recorded the blood glucose result as 97mg/dl. No reported actions taken based on the event. No adverse event reported. New system sent to customer and return requested.